Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed during visual inspection. It was found that the downstream occlusion seal was degraded.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a bubbled/torn downstream occlusion (dso) seal. The issue was discovered during testing, there was no patient involvement.